Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026 as not had sufficient subcutaneous tissue where set was inserted. The site location was abdomen or back. The patient was hospitalized on (B)(6) 2026 due to high blood glucose levels upto 560 mg/dl with positive ketones upto 3 mmol/l and got treated with intravenous drip. The patient also faced pain, tiredness and vomiting. The patient was hospitalized for more than 24 hours.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.